Event description:
Device history record was reviewed and nothing related to the reported event was observed. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich for preventive maintenance during which our local technical team found a constant air alarm during final testing that led to an ocs test failure. The cause could not be identified but as per technical manual the air sensor was replaced and sent to brézins for further investigation. Visual inspection found some rust-color on the ceramics of the sensor. The part was mounted on a test bench for cross-testing. Several tests were carried out including air bubble detection and all performed successfully without any technical alarm .however a drift of the value of the air detector with water was noted during test 14. This value for ""water in line"" was below the required level. Although the pump will be functional for a while, with low output detector it may give random bubble alarm. Due to this unstable and out of tolerance detector the pump could not be recalibrated during preventive maintenance and therefore confirms the reported event. A CAPA is addressing this issue. To our knowledge no patient consequences have been reported. This complaint is valid. Action was initiated for this event as per our local procedures and complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
During pm, air in line alarm was found during final testing (air sensor replaced).